Manufacturer narrative:
The following fields have been updated with corrections: g.4. Date received by manufacturer: 2020-09-10.

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip plunger was cracked. This occurred on 2 occasions before use. The following information was provided by the initial reporter: material no. 309605 batch no. 0002522. It was reported that 2 syringe plungers were cracked. Event description per email states: our pharmacy staff has founded a number of 10 ml syringes in each tray that was opened that were damaged. They all had crack in syringe plunger and deemed them not usable. These syringes were found before any patient interaction and before use in compounding in this specific lot number, two syringes were found in this particular tray to have a crack in the syringe plunger.

Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received but a potential root cause for the broken plunger rod defect is associated with the assembly process. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip plunger was cracked. This occurred on 2 occasions before use. The following information was provided by the initial reporter: material no. 309605 batch no. 0002522 it was reported that 2 syringe plungers were cracked. Event description per email states: our pharmacy staff has founded a number of 10 ml syringes in each tray that was opened that were damaged. They all had crack in syringe plunger and deemed them not usable. These syringes were found before any patient interaction and before use in compounding in this specific lot number, two syringes were found in this particular tray to have a crack in the syringe plunger.

Manufacturer narrative:
The initial reporter also notified the FDA on 19 june, 2020. Medwatch report # mw5094880. Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip plunger was cracked. This occurred on 2 occasions before use. The following information was provided by the initial reporter: material no. 309605 batch no. 0002522. It was reported that 2 syringe plungers were cracked. Event description per email states: our pharmacy staff has founded a number of 10 ml syringes in each tray that was opened that were damaged. They all had crack in syringe plunger and deemed them not usable. These syringes were found before any patient interaction and before use in compounding in this specific lot number, two syringes were found in this particular tray to have a crack in the syringe plunger.